Event description:
It was reported that a patient had difficulty closing the clamp on a minicap transfer set. The clamp was too tight and would not close completely. The minicap transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.